Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision reported by sales rep; right. Reason for revision: not yet revised. Rec¿d (B)(4) 2014, right hip; complication since primary hip surgery/hip & groin pain. Treatment: none and no revision surgery required. Ae/altr. Mild severity, not serious, definitely device related and definitely not procedure related. Treatment: none. Will result in revision surgery: yes. Chromium =7.49ng/ml, cobalt = 17.46ng/ml, drawn on (B)(4) 2014. Update received: (B)(4) 2014 - added reason for revision: ae/altr, worsening of previously reported event, mild severity, serious, definitely device related and definitely not procedure related. Treatment: revision (date and components unspecified) and amended complaint category - product related for stem and taper sleeve. Update received: (B)(4) 2014 - the symptoms onset and when blood tests occured and not actually the revision date. Necessarily indicate a revision has occured. Revision (date and components unspecified). Update rec¿d (B)(4) 2014 - clinical report received. Patient was revised to address pain and tissue corrosion with metallosis. The MDR decision for the cup and head are being reversed. This complaint was updated on: (B)(4) 2014.